Event description:
After the device was deployed, the distal end appeared to be deformed. The distal end did not appear to open fully. Another stent was deployed due to the appearance of the first. No pt complications.